Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. Serial # is not applicable with the exception of serial number as the device is manufactured by prescription. Implant date - explant date is not applicable as the device is manufactured by prescription and not implantable.

Event description:
It was reported that patient had a reaction to the device. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved.

Manufacturer narrative:
Additional information provided by the provider: section a2: updated to reflect the new information provided. Section a3: updated to reflect the new information provided section a5/6: updated to reflect the new information provided . Section b5: updated to reflect the new information provided. Section b7: updated to reflect the new information provided.

Event description:
It was reported that the patient had a reaction to the device. The device was delivered (B)(6) 2022 with the device being used the same evening. The reaction occurred within 2-3 days after use (exact date unknown). The patient experienced bumps on the lips. The device was discontinued after 3 days and lasted 1-2 days after the discontinuation. The treatment provided was an over-the-counter steroid. The patient had been on accutane. The was a reaction to chapsticks and lip gloss. With regards to the device: the provider used the cold sterile method prior to delivery. The patient used denture tablets for 3 minutes.

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Additionally, erkodent reported no further complaints for this material lot. Lot# e-pro 4.0-11761 (erkoloc-pro) was manufactured from november 2, 2021 and was assigned an expiration of november 2024. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator reviewed the returned device. An upper splint was returned in the original case. The results were summarized and the pictures were attached. (See below) roughness - the flange was smooth; internal surface was smooth however occlusal surface was rough and appeared adjusted. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device had a slight yellowish/milky hue. General cleanliness - the returned device was not clean and debris can be observed. Case was returned in a good condition with label. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: a root cause for this complaint cannot be explicitly determined.

Manufacturer narrative:
Device labeling: comfort bite splints are intended to be used on a single patient only. The reuse of such device on another patient is not recommended due to the risks of improper fit and cross-contamination/infection. Comfort bite splints may only be used for their intended use in accordance with general rules for dental treatment. If the indications for use are not clearly specified, treatment should be suspended until those considerations have been clarified. Irritation of the mouth, tongue, and lips may occur. Regular dental follow-ups are recommended to review any side effects to avoid device breakage, allergic reaction, irritation, or discomfort. (B)(4). Manufacturer reference (B)(4).